Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter with three guidewires. There was blood in the wire lumen. The balloon was torn. The shaft was stretched, buckled and necked down throughout the returned device. The shaft was separated at the guidewire exit notch. The separated ends of the balloon and shafts were jagged which indicates that the separation was due to tensile overload. The markerband was on one of the guidewires. The remaining portions of the balloon and proximal end of the device were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the mildly tortuous and severely calcified artery below the knee. A 2.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to the target lesion. However, when dilatation was performed, the shaft of the device was kinked and the balloon part detached inside the patient. The detached balloon was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the mildly tortuous and severely calcified artery below the knee. A 2.0mmx20mmx143cm nc quantum apex&#10242;alloon catheter was advanced to the target lesion. However, when dilatation was performed, the shaft of the device was kinked and the balloon part detached inside the patient. The detached balloon was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.